Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain and cervical radiculopathy. It was reported the patient had post-laminectomy syndrome and was having pain post-surgery. MRI compatibility guidelines were requested. It was additionally reported that the stimulator and leads were removed (B)(6) 2018 because it was not working. The ins battery depleted, and they could not restart it. The patient stated that the healthcare provider (hcp) removed the ins and leads so that the patient could have an MRI. No further complications were reported/anticipated.